Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9 734640, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system would not boot and an error message appeared. It was reported that when booting up the system, the navigation system displayed a message stating "system is shutting down, please wait." It was reported that the navigation system then halted and was stuck when pressing the on/off button. There was no patient present when this issue was identified. (B)(6) 2021 (B)(4) (rep, for): no new information.